Event description:
The customer called to report that customer was getting blood glucose readings of 800 and 967 mg/dl while using the suspect device. Customer also stated results in the suspect device memory were 322 and 298 mg/dl. Test strips in use are expired.